Event description:
Rv lia alert note with visit e over sensing, 74 sic counter an 60 high rate ns episode, 1,577 ohms lead impedance. Atrial over sensing noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).